Manufacturer narrative:
The investigation for the reported high purge pressure/product damage has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the purge leak was sidearm reservoir damage. Past investigations of similar complaints indicate that the root cause of the pin hole leak was most likely improper insertion of a needle into the pressure reservoir. This most likely punctured the membrane and caused the sidearm leak. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported an outflow blocked alarm was received from the impella device. It was requested that the impella be pulled out two centimeters however, the medical staff refused. A pinhole was observed in the pressure reservoir. It was reported that dextrose with ten percent water was utilized to maintain purge pressure. Weaning was successful, the device was removed, and the procedural outcome was the patient survived explant.